Manufacturer narrative:
(B)(4). This is 1 of the 2 reports where the patient lost consciousness twice but on two separate days. Please see related record (B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 04/09/2026. The patient experienced inaccurate continuous glucose monitoring (cgm) values on two occasions within a 24-hour period while using the same sensor. This incident represents one of two reports in which the patient lost consciousness on separate days. On approximately 03/20/2026 at 9:00 pm, the patient reported a cgm glucose reading of 136 mg/dl. Approximately one minute later, the patient lost consciousness and fell to the floor, sustaining a head injury that was later described as a concussion and is documented in this report. The patient remained unconscious for approximately five minutes and experienced emesis. The patient was found unconscious by her daughter and grandson. Upon regaining consciousness, the patient self-administered baqsimi (nasal glucagon). Emergency medical services were not contacted, and the patient did not seek medical evaluation at the time of the event. At the time of the initial report, the patient stated she was feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 9:00 pm, the cgm displayed a glucose reading of 136 mg/dl. Approximately 1 minute later, the patient experienced a loss of consciousness, fell to the floor, and sustained a head concussion and a fractured jaw. She regained consciousness after approximately 5 minutes and subsequently began vomiting. Her daughter and grandson found her unconscious. Upon regaining consciousness, the patient self administered baqsimi nasal spray (glucagon). Paramedics were not contacted at that time. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.